Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 40 mg/dl. The customer consumed carbohydrates, candy and drank soda to addressed the low blood glucose. Reportedly, the alert cleared, and the pump successfully began charging after using various cables and adapters.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.